Event description:
As noted in (B)(4): during a procedure, the device turned off and had to be manually rebooted. The device would "remain on for a short period of time, shut off, and then require a manual restart." During the remainder of the procedure, the device had to be turned on/off an additional 6 times. The surgeon was able to complete the procedure with the device.

Manufacturer narrative:
A service history of the medilas h20 laser, sn (B)(4), was obtained. The service contract for the device ended with dornier medtech america (dmta) in 2011, so dmta has not serviced this unit since 2011. Dmta was contacted on (B)(6) 2014 by the customer regarding an error code displayed on the unit. Dmta field service attempted to contact the customer to obtain further information and to discuss what maintenance was required; however, they did not respond. Follow up attempts by dmta were not successful. This customer is not under a dornier service contract. Therefore, dornier does not know the service capabilities or qualifications of the third party that services the device, nor the service/maintenance history of this device past 2011. Dmta therefore cannot determine what caused the reported error code or if the unit was properly maintained since 2011. No further information could be obtained.